Event description:
The complaint was reported as: complaint alleges: the customer experienced difficulty connecting the number 10fr chest tube/catheter to the atrium express dry seal chest drainage system which is not teleflex's product. No reported pt injury with this part of the complaint. There were 3 separate problems with this chest tube, so 3 complaints were opened and 3 mdrs will be filed. This is the third of three.

Manufacturer narrative:
Sample not received by manufacturer in time for this report. Photograph was sent of device.